Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the perfusionist had difficulty achieving high flow rates with the oxygenator. No known impact or consequences to the patient. The product was not changed out. The surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).